Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 511sd and one seal tore. There was loss of co2. A new trocar and one seal was replaced to complete the case. There was no consequence to the pt.